Event description:
It was reported that part of the bd intima ii¿ IV catheter prn adapter's indwelling needle was found broken after the puncture was performed. The following information was provided by the initial reporter, translated from chinese: "due to lumbar disc herniation, the patient was given intravenous infusion with 22# closed venous indwelling needle at 09:00 on (B)(6) 2022. Part of the indwelling needle interface was found broken after the indwelling needle was punctured. The indwelling needle was replaced without adverse reactions."

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
H6: investigation summary: a device history review was conducted for lot number 1020006. Our records show that this is the only instance of this issue occurring in this production batch. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. A sample could not be obtained for evaluation and testing; in lieu of the affected device, functional testing was performed on retention samples for this lot, the results of these show that the tested units performed within product specifications. Unfortunately without the ability to investigate the affected unit our quality engineers were unable to determine the root cause for this complaint.

Event description:
It was reported that part of the bd intima ii¿ IV catheter prn adapter's indwelling needle was found broken after the puncture was performed. The following information was provided by the initial reporter, translated from chinese: "due to lumbar disc herniation, the patient was given intravenous infusion with 22# closed venous indwelling needle at 09:00 on (B)(6) 2022. Part of the indwelling needle interface was found broken after the indwelling needle was punctured. The indwelling needle was replaced without adverse reactions."